Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of the needle shearing the catheter could not be confirmed from the unused representative 24ga insyte-n autoguard units that were received in sealed unit packaging from lot number 5114774. A visual and functional test revealed no damage or defects on the representative samples. The affected unit was not provided for investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
We had multiple instances of the needle shearing the plastic part of the catheter when used for piv placement and were unsuccessful because of this. (B)(6) 2025 please confirm the number of occurrences. Unknown please confirm whether the date of event is 14aug2025 for all the occurrences. If not, please provide the respective event dates. August 14 was the last documented date. Other dates unknown describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient had to be stuck twice.